Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal to be coming off. Functional testing was able to duplicate the reported problem. The dso seal was replaced. The device then passed all functional tests. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the remote connector was broken. There was unknown patient involvement. The device evaluation found the downstream occlusion seal to be coming off.